Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The insulin pump communicated properly with the test blood glucose meter, the test value of 3.7 mmol/l from the test meter was properly displayed on the insulin pump screen. No pump or meter communication anomaly noted. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized on with a blood glucose level of blood glucose of 24.3 mmol/l. The customer was treated with IV fluids. The customer was wearing the insulin pump during the hospitalization. It was unknown what caused the customer's blood glucose to rise. The customer did not troubleshoot the issue and did not return the product back for analysis.